Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump failed to alarm for downward occlusion. When clamping the line, it was observed that the pump would not alarm for downward occlusion. This occurred during infusion of dexmedetomidine. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction to previous g3: date received by MFR: update the date to 02/25/2025. Additional information: h6 (update codes), h11. H11: a review of the event history log identified infusion activity. There were no occlusion alarms found in the log on the reported event date; however, downstream occlusion alarms were found on other dates. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.